Manufacturer narrative:
H.6 investigation summary: material #: 301746, lot/batch #: 3175389. Bd had not received samples .or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, there was foreign matter found on the needle tip. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, there was foreign matter found on the needle tip. No patient impact reported.